Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up, down, and ok buttons were intermittently nonresponsive. The reported issue has been occurring for the past 3 weeks. The pump remains active at this time. A replacement pump will be sent to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. The complaint of intermittently unresponsive keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately and were functional. The pump was opened and revealed evidence of contamination under all key contacts.